Manufacturer narrative:
Sorin group received a report that the 3t heater-cooler displayed error messages during set up. The sorin technician was able to replicate the error message. The ac mains board was replaced which resolved the issue. A complete functional test was performed without further issue. The 3t heater cooler was placed back into service. The ac mains board was sent to sorin group (B)(4) and forwarded to the supplier for further evaluation. It was found that there was a short circuit in the ac mains board flat ribbon cable, causing the error messages. The cause for the short circuit could not be determined. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that 3t heater-cooler displayed an error message during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the 3t heater-cooler displayed an error message during set up. The investigation is ongoing. A follow up report will be sent when the investigation is complete.